Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 280 units. The customer successfully reloaded the cartridge to address the event. The customer's blood glucose (bg) level was 271 mg/dl and the bg level was addressed with a manual injection.